Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "internal error occurred - system reset required" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. However, upon review of the device logs, it was found that the customer's report occurred due to a low battery condition. This is normal operation for the device when the battery power becomes too low to power the device. The device will issue a system shutdown warning prompt indicating to the user that the device will shut off because the battery's charge is too low. The device was recerted and returned to the customer. Analysis of reports of this type has not identified an increase in trend.